Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and became symptomatic and fell to the floor. Upon interrogation it was noted that the vt was not very wide so it was thought the subcutaneous implantable cardioverter defibrillator (s-ICD) was withholding therapy due to width comparison of the template since the rate was in the conditional zone. It was noted the therapy was withheld for over 60 seconds. It was further noted that the patient's potassium level was low at the time of this event. The patient was sent home from the hospital and had a seizure like episode. However, in the emergency, room upon interrogation of the s-ICD, there were not stored episodes. The hospital telemetry did note a vt; however, the device did not store an event. Several weeks later the patient got out of bed to use the restroom and upon returning received an inappropriate shock due to oversensing of noise and reduced amplitude signals. The shock rate was 160 but post shock rate was 80, so boston scientific technical services (ts) discussed that rate may have also played a factor in the patient receiving this shock. The s-ICD was reprogrammed to a different sensing vector. Two weeks later the patient received another inappropriate shock. Upon consulting with ts, it was recommended to explant the s-ICD and electrode as the patient may need a different device. Subsequently the s-ICD and electrode were explanted and a dual chamber implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.

Event description:
This report is being filed to show the analysis findings.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks on the electrode were noted to be in the correct location, indicating full insertion. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.